Event description:
We have been informed that during surgery, irrigation tried to be "on" by the footswitch operation, but it didn't react at all. Then irrigation tried to be "on" by touching the screen but it didn't. The screen turned to be white out right after the surgeon touched the screen. After that, the screen turned to blue and english words popped up. The button located back side was pushed to re-start. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Manufacturer narrative:
In regard to this complaint, pictures, logfiles and a monitor was provided for investigation. Analysis of the logfiles did not reveal any problems and the complaint could not be reproduced during investigation, the module worked according to d.o.r.c specifications. Since no issues were detected during testing, it was determined that the reported complaint cannot be attributed to the monitor that was provided for investigation.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Since no (manufacturer related) product failure could be confirmed, any remedial action/corrective action/preventive action/field safety corrective action (fsca) was deemed not necessary. All similar incidents related to the eva surgical system are included in the analysis (B)(4). Since 2021 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during surgery, irrigation tried to be "on" by the footswitch operation, but it didn't react at all. Then irrigation tried to be "on" by touching the screen but it didn't. The screen turned to be white out right after the surgeon touched the screen. After that, the screen turned to blue and english words popped up. The button located back side was pushed to re-start. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Event description:
We have been informed that during surgery, irrigation tried to be "on" by the footswitch operation, but it didn't react at all. Then irrigation tried to be "on" by touching the screen but it didn't. The screen turned to be white out right after the surgeon touched the screen. After that, the screen turned to blue and english words popped up. The button located back side was pushed to re-start. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The device will be returned but is not accessible for investigation yet.the investigation will be continued when the device is available for examination.

Event description:
We have been informed that during surgery, irrigation tried to be "on" by the footswitch operation, but it didn't react at all. Then irrigation tried to be "on" by touching the screen but it didn't. The screen turned to be white out right after the surgeon touched the screen. After that, the screen turned to blue and english words popped up. The button located back side was pushed to re-start. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The device will be returned but is not accessible for investigation yet. No corrective or preventive actions can be implemented until the investigation has been completed. The investigation will be continued when the device is available for examination. Several product reminders were sent to receive the device for investigation.